Event description:
Pt was undergoing ptca/stent, two lesions of rca/proximal and distal. Rca closed s/p unsuccessful ptca/stent and evolving mi. It is co's understanding that the one end of the .014-300 cm wire remains in the pt's right coronary s/p stent strut entrapment.